Event description:
Customer reported that he received a notice regarding the button on the insulin pump that it can scroll down to put the insulin units. Customer stated that it has happened at least 2 or 3 times a month where the seatbelt will press a button. Customer stated he would check the device and haven't had any issues yet. It was offered to replace the insulin pump; customer declined. Customer wanted to discuss options about getting a new device with a new warranty. Blood glucose value is 145 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.